Event description:
It was reported a patient experienced peritonitis coincident to peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. Outcome of peritonitis event was unknown. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.